Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after using the device during the procedure, the patient was readmitted post operative day and after resection of rectosigmoid with end to end anastomosis. Upon their 7th post operative day, the patient was draining the fecal substance through the vagina and end to end anastomosis was not intact.